Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens dislocation. Lens remains implanted. Cause of event was reported as unknown.